Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na

Event description:
It was reported that on 08 october 2015, a 25mm trifecta valve was successfully implanted. About 6 years post-procedure, the patient experienced health issue. It was noted that the device failed

Manufacturer narrative:
An event of valve being defective after about six years of implant was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. Information from the field indicated that patient experienced health issue. The device serial number was not provided, and therefore the device history record could not be reviewed. Based on the received information, the cause of the reported event could not be conclusively determined.